Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Ge healthcare will submit a follow-up report upon the replacement of the drive gas check valve.

Event description:
The hospital reported that positive end expiratory pressure was higher than expected. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced.